Manufacturer narrative:
The root cause of the instrument leak could not be determined; however, no further leaking was observed after the fse reseated the vacuum trap jar when the instrument gave low vacuum errors. ((B)(4).)

Event description:
Customer called to report a clenz (cleaner) leak from the coulter lh500 hematology analyzer. Customer stated that the vacuum trap had filled and back flushed, contaminating the lyse reagent. Customer stated that no patient samples or results were affected by the instrument issue. Customer also stated that no one was exposed to or harmed by the leak. On the same day, the field service engineer (fse) inspected the instrument, but could not locate any leaks. The fse reseated the vacuum trap jar because the instrument gave low vacuum errors. The fse then verified instrument performance to ensure that no further leaks were observed and that the services performed effectively resolved the instrument issue.